Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05feb2020.

Event description:
The customer reported that the tidal volume was not functioning and there was an oxygen leak from the oxygen outlet. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed that there was a leak from the 3 station solenoid valve. The service technician replaced the 3 station solenoid and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.